Event description:
It was reported that this right atrial (ra) lead had dislodged due to twiddler's syndrome. Subsequently, a revision procedure was performed, the ra lead was explanted and successfully replaced. No additional adverse effects were reported.